Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was in the range of high 50 mg/dl, 60 mg/dl and in the range of 60 mg/dl to 70 mg/dl. The current blood glucose level is 111 mg/dl. The customer treated for low blood glucose value with food. Based on customer¿s report customer allege the insulin pump was over delivering reason that they received a reminder of a missed bolus after delivering a bolus and then went low. The customer stated that the drive support cap was normal. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The customer was wearing the insulin pump when low blood glucose event was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No device deficiency anomaly noted during test.